Event description:
Customer reported a nurse initiated a blood transfusion and discovered a pool of blood on the floor. A small hole was noted in the middle of the IV tubing. The nurse changed out the tubing. No report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported set leaking due to a small hole in the tubing. The product was not returned for failure investigation. The root cause of this report could not be identified.